Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device finds polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code: 151650808, lot number: 7070200. Device history batch: null. Device history review: product code: 151650808, work order: 7070200, was manufactured on date 19-aug-2013, 16 parts were manufactured. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to infection and instability.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary evaluation of the returned device finds polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - product code 151650808, lot number 7070200. Device history review - product code 151650808 work order (B)(4) was manufactured on date 19-aug-2013, (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.